Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer felt blood glucose (bg) level was low; however, did not test. To treat the low bg, the customer consumed carbohydrates. At the time of the reported event, bg was 160 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.